Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure coil seen on right side near cornua/perforation after placement'), pelvic pain ('pain'), menorrhagia ('menorrhagia') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen for pelvic pain as well as estradiol and etonogestrel (implanon). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with paracetamol (acetaminophen) and surgery (ablation, hysterectomy (full), salpingectomy (bilateral) and oophorectomy and hysterectomy with bilateral salpingectomies, left oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, menorrhagia, genital haemorrhage, vaginal haemorrhage and dyspareunia outcome was unknown and the pelvic pain had resolved. The reporter provided no causality assessment for uterine perforation with essure. The reporter considered dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2012, number of proximal essure coils: 3 on the left cornua and 3 cm on the right cornua. Proximal aspect of the right essure implant is 1 cm from the cornual end. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2012: the bilateral essure implant in place. On the right side . Complete occlusion of the fallopian tube at the cornual end of the both side. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record- pelvic pain, genital bleeding, dyspareunia and menorrhagia and following one was described in patient's medical record: uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2019: plaintiff fact sheet and medical records received. Reporter information, aka name, treatment drug, lab data were added. Plaintiff fact sheet and medical record received. New event added from medical record- essure coil seen on right side near cornua/perforation after placement. Reporter information, aka name, treatment drug and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("menorrhagia") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included estradiol, etonogestrel (implanon) and ibuprofen. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved and the menorrhagia, genital haemorrhage, vaginal haemorrhage and dyspareunia outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-apr-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("menorrhagia") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included estradiol, etonogestrel (implanon) and ibuprofen. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved and the menorrhagia, genital haemorrhage, vaginal haemorrhage and dyspareunia outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 26-mar-2019: plaintiff fact sheet- events abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), dyspareunia (painful sexual intercourse), pain were added and event injury was deleted and device category changed from device other event to incident. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.